Event description:
There was an allegation that the display of the coaguchek xs meter was faded and difficult to read. A display check was performed and the user saw "666" as segments were missing in the result field. There was no actual misinterpretation of any result.

Manufacturer narrative:
The meter has been requested for return. The investigation is ongoing.

Manufacturer narrative:
No material was returned from the customer. Therefore, no further investigation could be performed.